Event description:
New information notes the device was explanted.

Event description:
It was reported that during device check, the device showed the battery had reached eri and also reached end of service. It also indicated that it's charge time limit had been reached. Since the patient did not have any tachy episodes since the previous visit the sudden eol was assumed to be due to sudden battery depletion. No further information was available.

Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.